Manufacturer narrative:
The investigation determined higher than expected results were obtained from three different patient samples when tested using vitros tsh reagent lot 6215 on two different vitros 5600 integrated systems. A definitive cause for the higher than expected patient sample results was not established. A vitros tsh lot 6215 reagent issue cannot be ruled out as a contributor to the event, as the results for the same patients were as expected when tested using vitros tsh lot 6170. However, the quality control results on the day of the event were acceptable indicating acceptable vitros tsh lot 6215 reagent performance. Ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tsh reagent lot 6215. Improper pre-analytical sample handling could have contributed to the higher than expected vitros tsh patient sample results. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. An instrument issue cannot be ruled out as a contributor to the event. No precision testing was conducted on the instruments; therefore the performance of the instruments was not verified and cannot be ruled out as a contributor to the event. No information was provided regarding instrument maintenance, therefore it could not be determined whether the customer was performing maintenance according to protocol. It is possible the customer was not performing adequate maintenance on the instruments, which could lead to issues with vitros tsh results.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report higher than expected vitros tsh results obtained from three different patient samples when tested using vitros tsh reagent lot 6215 on two different vitros 5600 integrated systems. The vitros tsh lot 6215 patient sample results were deemed higher than expected when compared to results obtained from vitros tsh lot 6170 testing. J1 ¿ j56001769, patient a results of 0.35 and 0.154 miu/l (lot 6215) versus the vitros tsh lot 6170 result of 0.06 miu/l. J2 ¿ j56002679, patient a result of 0.159 miu/l (lot 6215) versus the vitros tsh lot 6170 result of 0.06 miu/l. J1 ¿ j56001769, patient b result of 0.131 miu/l (lot 6215) versus the vitros tsh lot 6170 result of 0.06 miu/l. J1 ¿ j56001769, patient c result of 0.102 miu/l (lot 6215) versus the vitros tsh lot 6170 result of 0.28 miu/l. J2 ¿ j56002679, patient c result of 0.49 miu/l (lot 6215) versus the vitros tsh lot 6170 result of 0.28 miu/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros tsh patient sample results were not reported from the laboratory and ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number 1 of 2 MDR¿s for this event. Two (2) 3500a forms are being submitted for this event as 2 devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).